Event description:
While staff were performing routine power change over for generator testing, the IV pump lost its power. All settings were lost and the battery did not engage as a backup. The battery had been replaced this year.the site spoke with the biomed representative, and informed the site that the failures they are specifically seeing are in the biologics tests and bowiedick test (air removal testing).the test equipment is 3m and the representative actually came out a while back because of similar complaints across the country.the representative believes that there is air being left in the chamber and therefore, the tests are failing. The facilities equipment is still under warranty. The manufacturer has been out several times and has replaced all valves in both machines. Both have been failing.